Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. No product or packaging was returned. Visual evaluation of the provided pictures confirmed the presence of a whitish piece of paper that looks like surgical tape stuck to the inner bottom surface of a plastic cavity. The cavity seen in the pictures was identified as the tray liner used to package the reported device. An articular surface is balanced on the top sealing edge of the cavity. The pictures were not taken in the operating room but on top of an office desk, and the rest of the inner packaging materials cannot be seen in these pictures. Reported event is a packaging complaint; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a small piece of paper was found inside the sterile packing of the implant when opened during the surgical procedure. There was no direct impact on the patient other than the extra time under anesthetic while a duplicate implant was found and retrieved.. There is no additional information at this time.